Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon side console (ssc) was shutting down and would not power on again. The customer already powered off and reseated all fiber connections, changed ac power outlets to a known good outlet, and cycled the ssc main breaker. After reset, the ssc would not power on with the system. The customer verified that there were no lights or leds lit at the ssc. The system logs confirmed ssc remote arm controller (rac) indicating low voltage and current consistent with loss of power. The surgeon converted the procedure to a traditional laparoscopic procedure and continued using the da vinci endoscope. No reported known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant medical grade power supply (rmgps) to resolve the issue. The system was tested and verified as ready for use. The rgmps was returned for failure analysis and the reported failure was replicated. The unit was installed onto the test system and immediately showed its reported issue. Units fans powered on but none of the leds came on indicating functional status. And no leds came on the ssc, amber light did not come on, so ssc could not be powered up.